Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 85% stenosed mid left main. A 3.5 x 18 mm xience prime stent delivery system was advanced to the lesion but could not cross. During withdrawal of the stent delivery system over a balance middleweight (bmw) guide wire, resistance was felt and the core was bent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified. The xience prime referenced is being filed under a separate medwatch MFR number.